Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, no toric marking on lens was reported. The lens remains implanted. The problem was resolved. The cause of the event was reported as user error and the device did not fail to perform as intended. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. B5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, no toric marking on lens was reported. The lens remains implanted. The problem was resolved. Reportedly, "pt is doing well, no intervention need it. Lens remain in place." The cause of the event was reported as device and the device did not fail to perform as intended. Claim# (B)(4).